Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 8110611, 510k # k010249 was cleared in the united states. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the definitive cause of the event cannot be determined.

Event description:
It was reported that patient underwent revision surgery due to postoperative infection in which debridement and extension of fusion till th11 was done.post-op domino which was implanted for connecting left rods backed out.revision is scheduled for reimplantation of backed-out domino.